Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, chemical stress, storage environment, and so on. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "preparation and inspection_ inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "important information ¿ please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual general policy: precautions_ warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of a-rubber (body control unit) leakage. Image has no problem. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found connecting tube has coating peeling with peeling of (1mmsq or more).

Manufacturer narrative:
The subject device was evaluated. Device evaluation found pinhole on a-rubber and due to pinhole water tightness is lost . This confirmed the customer reported issue of leakage on a-rubber . Furthermore, coating peeling of 1mmsq or more found on connecting tube. Due to damage on connecting tube, insulation resistance value does not meet the standard value. The s-connector (scope connector) was deformed and water tightness is lost due to deformation. Control unit is dirty , universal cord is sticky and angulations are less than standard. The distal end has dent and adhesive on a-rubber found detached and wear observed. Evaluation findings confirmed the customer reported issue of leakage on a-rubber and likely attributed due to pinhole found . Additionally, peeling of coating observed on the insertion section. Investigation is ongoing. This report will be supplemented accordingly following investigation.